Event description:
Two drill bits were broken during case, one after another. This is 1 of 2 reports for this complaint (B)(4). Report 2 is filed under complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual microscopic view of the broken surfaces does not show any anomalies and indicates material conformity. The exact circumstances during the operation are unknown it is possible that a mechanical overloading led to breakage. This complaint was determined to be invalid.